Manufacturer narrative:
H6: investigation summary: bd japan received one samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. In the photo it appears that the hemogard closure is cocked on the tube causing the tube to be in the holder crooked. Additionally, bd japan conducted drawing test using colored water and wing set and confirmed the tube did not draw the colored water. There was no damage or deformation both on the cap and tube, the cap and tube could be connected correctly. 10 retention samples from bd inventory, were evaluated by draw testing and the issue of incorrect hemogard closure was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: there was "tube cap separation occurring before use. According to the customer's report, when attaching the tube to a holder, the cap was separated."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: there was "tube cap separation occurring before use. According to the customer's report, when attaching the tube to a holder, the cap was separated."